Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her right eye (od) on (B)(6) 2012. The patient reported elevated intraocular pressure and marked increase in floaters. The icl remains implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - according to the patient follow-up form, rec`d on 1/24/2013 , eye drops for elevated iop were prescribed following icl implantation on (B)(6) 2012. The patient also reported "floaters" but no treatment for it. Lens remains implanted. The patient last visit to the implanting surgeon was on (B)(6) 2012 and at that time elevated iop was not present. The surgeon attributed "floaters" to vitreous syneresis. The vitreous undergoes syneresis between 40 and 60 years of age and occurs earlier in myopic eyes, therefore is not icl related in origin. The reassessment will be performed when additional information/confirmation about elevated iop and relationship with the device is received from the treating doctor. It should be noted that literature reports that some gonioscopic changes were observed in a minority of patients, but to date there was no evidence that these findings were associated with elevated iop or glaucomatous nerve changes in patients with icls. Patient factor (such as anatomy issue) and/or procedure factor (e.g. Wrong size lens chosen by a surgeon) could have caused/contributed to the event. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).